Manufacturer narrative:
Evaluated two sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: the reservoirs were filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the manual prime. Visual fluid flow through the infusion set and out catheter tip. Conclusion: the reservoirs were not occluded. Evaluated one opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.

Event description:
Customer reported a no delivery alarm on his insulin pump. The customer stated the pump would alarm four or five times before he would get insulin. He also reported that his insulin pump was under-delivering insulin, providing only .7 units instead of 1.5 units. The customer's blood glucose was 274 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.